Event description:
This is a report received by baxter (B)(4). On (B)(6)-2010, the patient returned the homechoice (hc) device used for peritoneal treatment due to an electrical leakage at the on/off power switch before use. No clinical impact on the patient was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was investigated in the (B)(4) repair centre. The reported issue wasn't confirmed. Electrical safety tests were passed. Device was fully tested and calibrated during evaluation. Device works like intended. The cause was undetermined.